Event description:
It was reported that bd max zero was damaged. The following information was received by the initial reporter in chinese with the verbatim: the patient was admitted to hospital with the main complaint of "repeated cough, sputum and asthma for more than 20 years, and more than one month at home".the patient underwent PICC catheterization on (B)(6) 2023 and was treated with intravenous infusion and intravenous drug infusion through PICC tube. The PICC transparent needle-free connector was replaced on (B)(6) 2023, and the positive pressure connector ruptured during intravenous drug injection through the transparent needle-free connector on (B)(6) 2023.the transparent needle-free joint was replaced and the aseptic procedure continued.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a mz1000 china sample was not available for investigation; however, the customer indicated the complaint sample was from lot 23015557. The feedback provided by the customer suggests the maxzero device cracked during use. As part of the feedback the customer provided a photograph of the affected component; analysis of the photograph confirmed the customer's experience, as a crack was detected on the female luer adaptor (fla) of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23015557 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that bd max zero was damaged. The following information was received by the initial reporter in chinese with the verbatim: the patient was admitted to hospital with the main complaint of "repeated cough, sputum and asthma for more than 20 years, and more than one month at home".the patient underwent PICC catheterization on (B)(6) 2023.08.and was treated with intravenous infusion and intravenous drug infusion through PICC tube. The PICC transparent needle-free connector was replaced on (B)(6) 2023, and the positive pressure connector ruptured during intravenous drug injection through the transparent needle-free connector on (B)(6) 2023.the transparent needle-free joint was replaced and the aseptic procedure continued.